Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a post-market clinical study regarding a patient who was receiving saline [1.0ml/ml] at a rate of 0.0481ml/day via intrathecal drug delivery pump. Prior to 2013-jul-17, the pump was being used to deliver fentanyl [2000mcg/ml] at a rate of 149.9mcg/day, bupivacaine [12.0mg/ml] at a rate of 0.899mg/day, and morphine [2.0mg/ml] at a rate of 0.1499mg/day. The indications for use of the pump were multiple sclerosis and intractable spasticity. It was reported that the programming report post-MRI had confirmed that the motor had stalled during the MRI. The report showed that a motor stall occurred at 13:18 on (B)(6) 2014 and recovered at 13:54 that same day. In addition, a second stall occurred on (B)(6) 2014 at 14:05. It was indicated that the patient had left the MRI at 15:00 and the pump was examined at 15:33 where no recovery was noted. To the reporter's knowledge, both stalls were from the MRI. The patient was not using the pump therapy, it had been empty, and had left before it could be determined if the stall recovered. It was later stated that it seemed like the motor stall recovered on its own, as the pump was filled and reprogrammed on (B)(6)2014. The event had resolved without sequela as of (B)(6) 2014. The etiology was documented as related to the device or therapy and not related to the implant procedure. The severity of the event was considered mild.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient was on saline at minimum flow and no intervention was needed until treatment was restarted on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.